Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) would not turn on. There was no patient involved and no adverse event was reported

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the solenoid driver board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted if additional information is provided. Not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not turn on. There was no patient involved, and no adverse event was reported.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) would not turn on. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation), h10.